Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. After the procedure, the patient started complaining about shortness of breath and their systolic blood pressure was 70. The patient was transported back to the electrophysiology lab and a pericardiocentesis was performed to remove approximately 3500 cc of blood. The patients blood pressure was 103/51 and post echocardiogram revealed the effusion was resolved. The patient was transferred to intensive care unit to be monitored overnight.